Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke off. The following information was provided by the initial reporter: it was reported that rear cannula end is broken.

Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke off. The following information was provided by the initial reporter : it was reported that rear cannula end is broken.

Manufacturer narrative:
H6: investigation summary customer returned two (2) used 32g x 4mm bd pen needles without a cover, tear drop label, or inner shield attached. Consumer reported needle(s) bent, and rear cannula end is broken. The returned pen needles were examined, and it was observed that 1 pen needle exhibited a bent non-patient end (npe) cannula and the other exhibited a broken npe cannula. No evidence of manufacturing defect was observed. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. Bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). The root cause for this issue is user related. The npe cannulas were bent and broken by the user after handling the pen needles. H3 other text : see h10.